Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while the resection of gastric stromal tumors, the stapler cannot be fired. The green button was pressed but the handle cannot be squeezed. A new handle and reload were opened but the same issue occurred. Another new handle and reload were opened and worked fine. There was no patient injury.